Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. Patient returned test strips and test strips passed testing. If the meter is returned lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging an apply sample message and an error 4 message on his one touch ultra 2 meter. The patient mentioned that his meter stopped working 7:00pm on (B)(6) 2012. Due to the alleged issue, the patient was unable to test his blood glucose and around midnight on (B)(6) 2912, the patient developed a hypoglycemic episode in his sleep. His wife treated him with an glycogen injection and contacted the paramedics. Patient does not recall what symptoms he had experienced since he was not aware of what had happened. When the paramedics arrived the patient had recovered and his wife treated him with lucozade at around 12:30am on (B)(6) 2012. Paramedic's tested the patient and obtained a 2.3 mmol/l (41 mg/dl) on their meter. The patient was not taken to the hospital since he felt better by the time the paramedics arrived. While troubleshooting, it was noted that the meter displayed an apply sample message even after the blood was applied on the test strip and the meter did not count down. The technique of applying blood on the test strip was correct. The test strip completely drew in the sample of blood and the patient was using the correct test strips. The alleged issue was not resolved over the phone and the product was replaced. Products were replaced and requested back for investigation. Lfs only received the test strips back. Based on the allegation the test strips were not tested since the alleged issue is with the meter and not the test strips. An error 4 message may indicate the following: patient may have a high blood glucose and have tested in an environment near the low ends of the system's operating temperature range or there may be a problem with the test strip whether the test strip may have been damaged or moved during testing, the sample of blood was improperly applied or a problem with the meter. Owner's booklet advises the patient to test in the proper testing conditions and using the proper technique and if issue persists they are advised to contact customer service. The complaint is being reported since due to the alleged apply sample message and error 4 message on their meter the patient was unable to test his blood glucose for four days and later developed symptoms and had to receive glycogen injection and lucozade by his wife. Reading on paramedics meter after treatment was 2.3 mmol/l.

Manufacturer narrative:
Follow-up (6/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.